Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to advise that 4x4 island dressing bandage is causing an allergic reaction. Specifically, just to adhesive part of the bandage is causing the reaction. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).